Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure device") and uterine perforation ("perforation (uterus") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced investigation noncompliance ("plaintiff had not undergone essure confirmation test"). The patient was treated with surgery (removal of the device through a hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation, menstrual disorder, anxiety, vaginal haemorrhage, menorrhagia, depression, and investigation noncompliance outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: 11 essure coils in the cavity essure: (B)(6) 2011- confirmation done on (B)(6). Hysteroscopy, diagnostic (2014) attempted novasure, but deferred due to 11 essure coils in the cavity. Diagnostic results: (B)(6) 2014, surgical pathology report: pre and post operative diagnosis: dysfunctional uterine bleeding final diagnosis: uterus, hysterectomy: mild chronic cervicitis with immure squamous metaplasia. Benign, inactive endometrium. Adenomyosis. Intramural fibroid demonstrating remote infarction calcification. Specimen: uterus and cervix.. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as plaintiff had not undergone essure confirmation test, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device, pain, perforation (uterus). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/migration of essure device/migration of essure device location of device: uterus") and uterine perforation ("perforation (uterus") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". Medical conditions: (B)(6) 2014, surgical pathology report: pre and post operative diagnosis: dysfunctional uterine bleeding final diagnosis: uterus, hysterectomy: mild chronic cervicitis with immure squamous metaplasia. Benign, inactive endometrium. -adenomyosis. Intramural fibroid demonstrating remote infarction calcification. Specimen: uterus and cervix. Concomitant products included ascorbic acid, celecoxib (celexa), nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), 1 year 6 months after insertion of essure. In 2013, the patient experienced uterine perforation (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (hysterectomy and removal of the device through a hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, uterine perforation, menstrual disorder, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 11 essure coils in the cavity. Essure: on (B)(6) 2011- confirmation done on (B)(6). Hysteroscopy, diagnostic (2014) attempted novasure, but deferred due to 11 essure coils in the cavity. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received - outcome of pelvic pain, menorrhagia and vaginal menorrhagia updated to recovered. Treatment and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device/migration of essure device location of device: uterus') and uterine perforation ('perforation (uterus') in a 33-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". Medical conditions: (B)(6) 2014, surgical pathology report: pre and post operative diagnosis: dysfunctional uterine bleeding final diagnosis: uterus, hysterectomy: mild chronic cervicitis with immure squamous metaplasia. Benign, inactive endometrium. -adenomyosis. Intramural fibroid demonstrating remote infarction calcification. Specimen: uterus and cervix. Concomitant products included ascorbic acid, celecoxib (celexa), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), 1 year 6 months after insertion of essure. In 2013, the patient experienced uterine perforation (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural complication ("post removal complication"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (hysterectomy and removal of the device through a hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, uterine perforation, menstrual disorder, anxiety, depression and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 11 essure coils in the cavity essure: (B)(6) 2011- confirmation done on 8/11 hysteroscopy, diagnostic (2014) attempted novasure, but deferred due to 11 essure coils in the cavity. Patient received treatment for menorrhagia. Lot number: 796910 manufacturing date:2010-11 expiration date:2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device/migration of essure device location of device: uterus') and uterine perforation ('perforation (uterus') in a 33-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". Medical conditions: (B)(6) 2014, surgical pathology report: pre and post operative diagnosis: dysfunctional uterine bleeding final diagnosis: uterus, hysterectomy: mild chronic cervicitis with immure squamous metaplasia. Benign, inactive endometrium. Adenomyosis. Intramural fibroid demonstrating remote infarction calcification. Specimen: uterus and cervix. Concomitant products included ascorbic acid, celecoxib (celexa), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), 1 year 6 months after insertion of essure. In 2013, the patient experienced uterine perforation (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural complication ("post removal complication"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (hysterectomy and removal of the device through a hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, uterine perforation, menstrual disorder, anxiety, depression and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 11 essure coils in the cavity essure: (B)(6) 2011- confirmation done on 8/11 hysteroscopy, diagnostic(2014) attempted novasure, but deferred due to 11 essure coils in the cavity. Patient received treatment for menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device/migration of essure device location of device: uterus') and uterine perforation ('perforation (uterus') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". Medical conditions: (B)(6) 2014, surgical pathology report: pre and post operative diagnosis: dysfunctional uterine bleeding final diagnosis: uterus, hysterectomy: mild chronic cervicitis with immure squamous metaplasia. Benign, inactive endometrium. -adenomyosis. Intramural fibroid demonstrating remote infarction calcification. Specimen: uterus and cervix. Concomitant products included ascorbic acid, celecoxib (celexa), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), 1 year 6 months after insertion of essure. In 2013, the patient experienced uterine perforation (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural complication ("post removal complication"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (hysterectomy and removal of the device through a hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, uterine perforation, menstrual disorder, anxiety, depression and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 11 essure coils in the cavity essure: (B)(6) 2011- confirmation done on (B)(6) hysteroscopy, diagnostic(2014) attempted novasure, but deferred due to 11 essure coils in the cavity. Patient received treatment for menorrhagia. Most recent follow-up information incorporated above includes: on 5-may- 2020: pif received: events: post removal complications were added. Rcc comments updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (removal of the device through a hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.